Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Reportedly, the suspected cause of the low bg level was due to insulin stacking. The customer reported frequently using the extended bolus feature and delivered an additional bolus while an extended bolus was being delivered.